Event description:
Customer reports having his new freestyle lite meter for 10 days and was attempting to use incompatible test strips with the meter. He reports that due to not being able to test he "passed out" and lost consciousness in the hallway of his home. He denies self-treatment and did not seek third party medical intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer was using incompatible test strips for his meter. This is a final report.